Manufacturer narrative:
The quality investigation is complete. Bur not returned to manufacturer.

Event description:
It was reported that during a knee revision procedure, the bur broke along the shaft. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.